Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged an inaccuracy (no specific measurement was provided). The patient was successfully registered and confirmed accurate on the right sphenoid sinus. When navigating the left sphenoid sinus, the surgeon deemed they were inaccurate, which increased when navigating deeper in the sphenoid sinus. A medtronic representative noted that the emitter was positioned on the patient's left side and the emitter field-of-view appeared smaller than it should be. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect field generator (a.k.a. Axiem emitter) was connected to a test system with the ent software application for a 48 hour period. Simulated use testing found field generator tracked normally throughout the volume. Navigation accuracy was normal when picking several prominent landmarks both on the surface and inside the phantom head model. Flexing the cable did not indicate any intermittent opens. The unit passed the pegboard test. Field generator tested to be fully functional, unable to duplicate event. No further reported issue since a replacement field generator was installed on the system in the field.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement field generator emitter shipped to site 10/28/2013. Emitter was replaced to resolve the reported concern - no further issues reported. Suspect emitter has not been returned to manufacturer for analysis.